Event description:
It was reported the customer had differences between their sensor glucose and blood glucose readings. It was also found the customer's insulin pump was alarming. The father believed his daughter was receiving calibration error and change sensor alarms. The father was advised to have his daughter insert her sensor vertically instead of horizontally. The daughter's blood glucose was 5.4 mmol/l. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.